Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to fire station due to hi and symptoms related to diabetes (weak). Test strips were not returned for evaluation - customer returned the incorrect test strips. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result range is 100-110 mg/dl and expected pm fasting blood glucose test result is 180 mg/dl. The customer feels well and did not report any symptoms. Customer stated that on (B)(6)2023 she had been feeling weak and had obtained hi using the true metrix air meter. Customer stated she went to the fire station, where they had tested customer's blood glucose and obtained a result of 137 mg/dl non-fasting (1 hour post meal). During the call, a blood test was performed by the customer non-fasting and produced test result of 357 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2023 and test strips were opened two months prior to call. The meter memory was reviewed for previous test result history: result (B)(6).

Manufacturer narrative:
Sections with additional information as of 12-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation - customer returned the incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.